Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after having a laminectomy in order to implant a surgical lead, the pt experienced back spasms at the lead site. The pt went to ER, where he was given muscle relaxers and admitted for overnight observation. The following day, the pt's back spasms had resolved and he was discharged.